Event description:
Steris received a report through its complaint system in 2005 that a customer had been attempting to process an olympus gastroscope (model gif-1tq160) in system 1. However, steris has not validated a quick connect for use with this model scope in system 1, and therefore does not label for the device. According to a biomedical technician at the facility, the hosp had been attempting to process the device in system 1 using one of two quick connects previously purchased from steris (qlc1629 and qlc1689), but which are not labeled for the device. The customer later indicated that approximately 230 pts may have been involved. Steris has offered its assistance to the facility by way of training and evaluation of the facility's scope inventory to ensure that proper quick connects (where appropriate) and practices are being utilized, but to date the facility has not permitted steris to assist in this manner.